Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient stated that the wires of their last evaluation were moving. Patient stated that the hcp indicated that it was a faulty evaluation. No further complications were reported at this time. [See 704480211 for other trial.]